Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set leaked from quick release, which cause the patient blood glucose elevated to 243 mg/dl. The infusion set was in use for one day. No further information available.